Event description:
While wearing the external equipment, the pt reportedly experienced pain sensations at implant site. The pt reportedly was treated with antibiotics and steroids (name not given) for pain. However, the problem was not resolved. The pt continued to be monitored by the center. In 2005, the company was notified that the surgeon decided to explant the device.